Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer use a backup endoscope. The customer replaced the endoscope to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. As of the date of this report, the 30-degree endoscope has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called technical support to report that an issue from last thursday had happened again. The endoscope was showing an upside-down image. The isi technical support engineer (tse) checked the logs and found that the same 30-degree endoscope (serial number 10310172) was used both times. The tse recommended replacing the endoscope. The procedure was completed as planned, and there were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the csr was not present for this case but later communicated with the surgeon, who confirmed that the event did not result in any patient injury or adverse outcomes. No damage was observed on the endoscope.